Manufacturer narrative:
Evaluation was not possible, as the device will not be returned. (B)(4). A review of the device history records was performed which confirmed no inconsistencies (B)(4). A complaint history review has not identified additional complaints for this lot number on file. There were no internal processing issues which could have contributed to the nature of the complaint. Due to these facts we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during an acl reconstruction procedure using biosure pk, 8 x 30mm the screw did not achieved desired grip. This biosure pk, 8 x 30mm was removed from the tunnel. As a result, a 9mm x 30 biosure pk screw was inserted into the same hole and the tip broke off. The tip of the 9mm x 30 biosure pk screw was also removed from the patient. A second 9mm x 30 biosure pk was used in the same hole and the same fault occurred (tip broke off). The broken tip of the second 9mm x 30 remained in the patient. Biosure pk the graft was fixed down to the tibia using 2 staples. There was a procedural delay of 5 minutes. Stapling was intended as a secondary fixation.